Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display had a yellow or greenish tint to it. Customer's blood glucose level was unknown. Customer ran a self test on the insulin pump. As she ran the self test on the insulin pump and the self test kept repeating itself. Customer reported that they did not started to use insulin pump and the noticed damage was out of box only. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No missing segments, partial display, yellow display or green display noted. Device received with pillowing display and minor scratches on case. The p-cap does lock properly.

Manufacturer narrative:
The information provided about the incident date with the initial report was incorrect. The correct incident date from (B)(6) 2019 to (B)(6) 2020. (B)(4).